Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon broke in half during removal and pieces remained inside the body. This event occurred with one tampon. There have been three attempts (13-feb-2018, 20-feb-2018 and 27-feb-2018) to contact the consumer for more information; whereupon, no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.